Event description:
It was reported that during a coronary artery stenting treatment procedure, the delivery balloon would not deflate. The lesion being treated was a mildly tortuous, 80% stenosed saphenous vein graft (svg) to the circumflex(cx). The physician placed a 5.0 mm x 32 mm express2, stent in the svg to the cx, causing a distal dissection. Also noted was a perforation that appeared in the proximal section of the 32 mm stent. The physician then deployed the express2 5.0 mm x 28 mm stent at 13 atms at the distal dissection site. Another perforation appeared in the 28 mm stent, much worse than the 32 mm stent. The delivery balloon of the 28 mm stent was advanced post deployment to treat the second, more severe dissection site when the guide catheter popped out of the ostium into the aorta. The guide was reinserted and the 28 mm delivery balloon was advanced again to the perforation and dilated for 1.5 minutes. The balloon would not deflate after the post dilation. Numerous attempts were made to deflate the balloon with different syringes. Finally the physician cut the shaft of the balloon with different scissors as an emergency measure and the balloon would not deflate. The pt was pronounced dead in the ccl. Repeat angiography revealed the balloon was still inflated post mortem. No additional info is available at this time. A choice xs guide wire introducer and encore inflation device were used during the procedure.